Event description:
Physician successfully deployed 2 resolute integrity drug eluting stents to lad. The following day thrombosis was noted at target lesion and there was confirmed sat (subacute stent thrombosis). Revascularization was performed. Patient is in stable condition. No clinical sequelae were reported.

Manufacturer narrative:
Results: root cause could not be determined. Stent thrombosis. No results available since no evaluation performed. Conclusions: stent thrombosis. (B)(4).